Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when non-union or breakage occurred. This report is for unknown plate femoral/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the patient complained of pain and discomfort. It was discovered that the patient had an atrophic non-union of the femur and a broken plate. The device broke post-op requiring additional surgical intervention. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a right distal femoral fracture and was treated with a plate and screws in (B)(6) 2016, presented to the surgeon on (B)(6) 2016 complaining of pain and discomfort. It was discovered that the patient had an atrophic non-union of the femur and a broken plate. There is no evidence of infection at the fracture site. The patient was returned to the operating room on (B)(6) 2016, for revision of the instrumentation to a femoral retrograde nail fixation to improve patient outcome. The patient's status was reportedly stable following the surgery. This complaint involves 1 device. Concommitant devices reported: 4.5mm cortex screws (part # unknown, lot # unknown, quantity 1); 5.0mm cannulated locking screws (part # unknown, lot # unknown, quantity 5); 5.0 mm variable angle locking screws (part # unknown, lot # unknown, quantity 9). No product will be returned, it is in the custody of the hospital. This report is 1 of 1 for (B)(4).